Manufacturer narrative:
During the eval of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's power management board was replaced to address the issues.

Event description:
The manufacturer received info alleging a "service required" alarm condition occurred and the ventilator's internal battery would not charge. There was no harm or injury reported.